Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting up. Review of system log file confirmed that there was no malfunction. Upon troubleshooting, remote service engineer (rse) found that xsc wasn¿t receiving signal mainly clu was not receiving 24 vdc. Fse found that the 24-volt power supply was not functioning; only 230v was coming without any voltage output and defective power supply observed. To resolve this issue, fse replaced power supply. The system was returned to use in good working order. The codes were updated based on the investigation outcome.